Event description:
The customer reported there was no image on the monitor (loss of live image). There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was identified as being defective, however, no conclusion can be drawn as no further repair information is available at this time.